Event description:
The customer reported that an infusion ran faster than expected. The details of the event were reported as follows: an rn programmed an infusion of normal saline with 40 meq potassium chloride 900 ml to run at 100 ml/hr. The infusion was started at 2:26 am. The rn realized the entire contents of bag had infused when the pump alarmed for air-in-line at 4:00 am. The volume on the pump display read 756 remaining to infuse. The administration set was not saved. Although no pt harm was reported, the physician did order lasix to be given as a result of the event. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for eval. Should the device be received, a f/u report will be submitted with the eval results.